Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to sense and failed to capture. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to sense and failure to capture were confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage found in the connector pin region.